Event description:
Cautery pencil was plugged in, and it turned on by itself, causing a burn to the pt. The pt moved her arm allowing the pencil to move, and caused a 1cm burn to the skin. The pencil continued to be activated. The pencil was removed and replaced with another. Surgery went on with no untoward affects anticipated.

Manufacturer narrative:
It is unk what may have caused the reported event, as the suspect device was not made available to evaluate. A device history record review was performed, which revealed no non-conformances report that relate to the reported event. The suspect device is sold in large quantities to distributors as a non-sterile bulk device. The distributors pack these pencils in custom kit packs, which are sterilized and distributed to end users.